Event description:
During an endoscopic procedure in the colon, the physician used a cook acuject variable injection needle. It was initially reported that the physician advanced the device into patient and found that the needle cannot be advanced out. There was no reportable information at this time. Our evaluation of the returned device on 9 jun 2026 determined that the handle is detached from the inner catheter "[unable to inject - subject of report]". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the device. The device was returned in a coiled position with the adjustment wheel partially threaded and the luer slip fitting engaged into the adjustment wheel, the needle was advanced 20 mm. A visual examination of the device confirmed the handle cannula has separated from the inner sheath rendering the device inoperable. A close visual examination of the inner needle catheter components and handle cannula assembly was conducted. The handle cannula of this device is attached to the inner needle catheter with glue and a crimping process. Under magnification glue residue was observed in the appropriate area of the cannula. The band at the proximal end of the inner needle catheter also exhibits evidence of the crimping process and no cracks or split areas were observed in the band. Both manufacturing processes to connect the handle cannula to the inner needle catheter appear to have been completed as intended. It is unknown how the handle cannula became separated. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all acuject variable injection needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.